Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was slow to respond and frozen. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked the device, and the customer inventoried the medication with no issues found. All device connections were checked, confirmed secure, and the device was rebooted successfully. The system functioned as intended when the field service engineer investigated the device.